Manufacturer narrative:
(B)(4). Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery depleted alarm was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of battery depleted alarm. It is unknown when this condition occurred. The hospital representative had no information on patient involvement. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.